Event description:
It was reported that this lead was originally implanted with a dx device. On the (B)(6) 2018 the patient was upgraded to a crt-d system and the lead was reconnected. The day after the lead was repositioned due to low sensing. One month later, during a follow-up, it was noted that the shock impedance was out of range (greater than 150 ohms) and it was decided to exchange the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explantation procedure. Blood penetrated the lead in these areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The mechanical analysis of the fixation mechanism showed no peculiarities. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.